Manufacturer narrative:
Customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 8225893. Customer states that the thumb press was hard to press. The returned syringe was examined and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 8225893 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200774042, 200774003] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ insulin syringe was difficult to move. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the thumb press was hard to press.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe was difficult to move. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the thumb press was hard to press.